Manufacturer narrative:
Analysis confirmed the wear of the threads of the handle and handle screw. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a flex arm device used for spinal therapy. It was reported that it does not fix steady because there seems to be a problem with the fix wire. No further complications were reported regarding the event. Update : pre-op diagnosis : lumbar spinal stenosis procedure involved : med levels implanted : l4/5 the product did not come in contact with the patient and there was no effect on the patient.